Manufacturer narrative:
Product analysis: analysis was able to confirm the comment that an error occurred. It was noted that the atrial blue wire connector insert was pulled out of the printed circuit board (pcb) connector, the keypad window was scratched, lower case. Output atrial and ventricle indicators were wearing off and case layer was chipping off, all six case plugs had multiple tool marks (damaged), output connector nuts were discolored, hanger screw was contaminated, and the red wire on the liquid crystal display (lcd) were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use an error occurred on the external pulse generator (epg). The status of the epg is unknown. No patient complications have been reported as a result of this event. It was further reported that the epg was returned. It was further reported that the epg tested out of specification during manufacturer's analysis.